Event description:
Patient on fall alert and bed was set to alert the care giver if the patient attempted or was successful in getting out of bed. Patient got out of the bed and the alarm did not ring at the nursing desk. Patient was found on the floor with no injury noted. Unit was sent to biomedical services and the connector to the audio switch in the left siderail assembly was disconnected. This will disable the tone function of the nursecall alert. Reconnected the connector to the audio switch and the bed tested fine. Returned to service.